Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the air removal step during the load process. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue.